Manufacturer narrative:
The customer received a new unit from a different manufacturer. The pride unit was not returned for evaluation.

Event description:
Alleges going into a restaurant when one of the casters broke and the chair teetered and customer fell backwards.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges going into a restaurant when one of the casters broke and the chair teetered and customer fell backwards.